Manufacturer narrative:
The complete lead was received for investigation. The helix was retracted but could not be extended due to blood and tissue in the helix and the inner coil. The inner coil was over torqued at the connector region. The lead was cut and cleaned and the helix was able to extend and retract. Electrical testing was performed and no anomalies were noted. The damage found is consistent with that occurring at the time of implant.

Event description:
During implant, the right ventricular (rv) lead could not be fixed in the ventricle as the helix could not be extended. A new lead was used and the procedure was completed with no adverse patient consequences.